Event description:
It was reported that the implant at tooth site #9 was removed due to pain. The patient was having pain in the area of implant, asked to remove the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).   Patient weight unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510k: k013227. Device manufacturer date unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Also, four associated products (tsvb11) have been returned. However, these items are listed as associated items only and did not cause or contribute to the event. No further investigation will be conducted. No pre-existing conditions were noted on the per. The reported device was located on tooth #9 and was used for 3 months. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvb11) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Manufacturer narrative:
An impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Also, four associated products (tsvb11; lot numbers 1241607 and 1247890) have been returned. However, these items are listed as associated items only and did not cause or contribute to the event. Dhrs have been reviewed and no further investigation will be conducted. No pre-existing conditions were noted on the per. The reported device was located on tooth #9 and was used for 3 months. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. The DHR review was performed for associated items. DHR review was completed for the subject lot numbers (1241607 and 1247890). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A complaint history review by item number was conducted for the (tsvb11) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation, however the implants were returned to zimvie with multiple item/lot number combinations, it was not possible to match up the products with the appropriate complaint file. In this case, the product returned reconciliation will remain as product received within the complaint record and the DHR for all implants with lot numbers have been reviewed. Also, four associated products (tsvb11; lot numbers 1241607 and 1247890) have been returned. However, these items are listed as associated items only and did not cause or contribute to the event. Dhrs have been reviewed and no further investigation will be conducted. No pre-existing conditions were noted on the per. The reported device was located on tooth #9 and was used for 3 months. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. The DHR review was performed for associated items. DHR review was completed for the subject lot numbers (1241607 and 1247890). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review could without the relevant DHR information. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. A complaint history review by item number was conducted for the (tsvb11) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.